Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). G4: date received by manufacturer ¿ correction (please see below) h2: if follow-up, what type ¿ correction the previous supplemental report (follow-up report # 1) for this MFR number 3004753838-2020-082826 stated a date of awareness of (B)(6) 2020 in the g4 date received by manufacturer field. This should have been (B)(6) 2020 which is why this supplemental report is being submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.